Event description:
This pt was undergoing coil embolization within the internal carotid artery and posterior cerebral artery (ic-pc) aneurysm size 5.72mm x 5.20mm x 5.98. There was no stenosis and moderate vessel tortous. When the physician placed the third coil about 6mm into the aneurysm, the pt complained of headache and exhalant. Upon angiography he confirmed the rupture of the aneurysm. Enventually he placed cdc coils and confirmed the lesion by angiography again and found that effusion of blood had stopped. The procedure was completed successfully. The pt's status was reported as stable.